Event description:
It was reported that the patient presented to the emergency department twice since a recent cardiac resynchronization therapy defibrillator (crt-d) implant due to shortness of breath and chest pain. It was discovered that the new device was not programmed to the same settings as the previous device. The crt-d was reprogrammed and remains in use. The patient is scheduled for a follow up on their symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.